Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent routine follow up, this right ventricular lead displayed increased pacing impedances and increased pacing thresholds. Upon investigation with an x-ray, a lead dislodgement was confirmed. A week later, a procedure was performed, and the lead was explanted and replaced. No additional adverse patient effects were reported.